Event description:
The customer reported the system turns on but won't xray and won't move up and down. The customer can't get the machine warmed up. A patient was involved but not injured. They had to cancel the case.